Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: on examination, there was no damage to the returned battery cap or the battery compartment. The returned battery cap attached properly to the pump. On investigation, the pump powered on. Investigation did not duplicate the alleged no power issue. Unrelated to the original complaint, the pump alarmed with an 069 call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.